Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to a blood glucose level of 438 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and insulin, and customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred. The pump supplies were changed to address the issue.